Manufacturer narrative:
Qn#(B)(4). Customer complaints cannot be confirmed based only on the information provided. To perform a proper evaluation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. However, the device history record of the batch number provided in the complaint report has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint failure mode. Dhrs records for the reported lots shows that the product was assembled and inspected according to our specifications. However, complaints of this type will continue to be monitored via periodic reviews to evaluate if any trend exists.

Event description:
It was reported that "the capio forceps severed the needle while passing through the sacrospinous ligament. Needle remained in place in the patient's pelvis, unable to be removed.".